Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrojejunostomy in a laparoscopic roux-en-y gastric bypass procedure, the device was difficult to unload. The needle fell out into the cavity of the patient. The needle was left inside the pouch.